Manufacturer narrative:
The reported event occurred on a cobas 8800 analyzer (serial number: (B)(6)). The investigation determined that the cobas wnv assay was performing within specifications. A review of the target growth curves for the provided data showed sigmoidal amplification, indicating that true viral target was being amplified. Positive and internal controls were robust and sigmoidal, further confirming proper assay performance. The investigation was limited as the specific sample ids alleged to be false reactive were not provided. Without this information, a definitive root cause could not be determined. However, potential contributing factors for unexpected reactive results may include contamination due to deviations from optimal workflow during reagent or sample handling, or samples in the pool being at or near the assay's limit of detection. Non-specific amplification was ruled out based on the amplification curves. The device remains in operation at the customer site, and no further harm or delay in treatment was reported.

Event description:
The initial reporter alleged an increase in unexpected reactive results when using the kit cobas 6800/8800 wnv 480t ivd assay on the cobas 8800 instrument during the month of (B)(6) 2022. The customer¿s workflow involves testing samples in pools of 6 (B)(6). If a pool generates a reactive result for west nile virus (wnv), the samples are tested in resolution, and the results are non-reactive. The donations associated with these results were not rejected. The data provided by the customer included the following reactive samples with their respective cycle threshold (CT) values: (B)(6) (33.5), (B)(6) (36.7), (B)(6) (29.4), (B)(6) (28.0), (B)(6) (26.0), (B)(6) (25.8), (B)(6) (39.9), (B)(6) (38.3), (B)(6) (27.6), (B)(6) (24.4), (B)(6) (27.9), (B)(6) (34.2), (B)(6) (33.8), (B)(6) (38.7), and (B)(6) (39.1). The specific sample ids alleged to be false reactive were not provided.